Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer was in and out of the hospital. The customer's blood glucose level was unknown at the time of the incident. The hospitalization details are unknown. The customer did not mention any treatments. The customer did not mention any symptoms. It was unknown if auto mode was active at time of the incident. Troubleshooting was not completed as attempts to contact the customer were unsuccessful. The insulin pump will not be returned for analysis.